Event description:
Case description: investigation result: novopen echo, batch number: (B)(4). The electronic register was checked. A mitigation code were present, indicate use of a blocked needle. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The function of the piston rod I normal. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The observed problem is caused by the use of a clogged needle on the pen. The memory data in the device reveal that the memory display has shown two lines (- -) after an attempted injection during use. After the injection to follow the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device. Since last submission, the case has been updated with the following: suspect device batch (B)(4) expiration date added. Investigation result updated. Manufacturer's comment added. Narrative updated accordingly. Manufacturers comment: 11-jul-2017: no faults were found on the returned device (novopen echo). The observed problem is caused by the use of a clogged needle on the pen. The memory data in the device reveal that the memory display has shown two lines (- -) after an attempted injection during use. After the injection the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device. Continued: evaluation summary: name: novorapid® penfill® 100 iu/ml 3ml, batch number: unknown, non-novo nordisk product or concomitant product or safety only case category, name: novopen® echo®, batch number: (B)(4). Inv-0327110: inv-0327112: the electronic register was checked. A mitigation code were present, indicate use of a blocked needle. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The function of the piston rod I normal. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. The observed problem is caused by the use of a clogged needle on the pen. The memory data in the device reveal that the memory display has shown two lines (- -) after an attempted injection during use. After the injection to follow the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device.

Event description:
Blood glucose level values had been as high as 370 mg/dl [blood glucose increased]. The piston rod of the novopen had remained retracted in the pen's mechanism while performing the injection [device failure]. This serious spontaneous case from greece was reported by a consumer as "blood glucose level values had been as high as 370 mg/dl" beginning on (B)(6) 2017, "the piston rod of the novopen had remained retracted in the pen's mechanism while performing the injection" beginning on (B)(6) 2017, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from unknown start date and ongoing due to "type 1 diabetes mellitus". (B)(6). Medical history included type 1 diabetes mellitus (since (B)(6) 2016). Concomitant products included - novorapid penfill (insulin aspart) solution for injection, 100 u/ml, ongoing it was reported that on (B)(6) 2017, the piston rod of the novopen echo blue (used for novorapid penfill administration) had remained retracted in the pen's mechanism while performing the injection without noticing, and as a result in the night the patient's blood glucose level values had been as high as 370 mg/dl. The patient's mother reported that she had discovered there had been an issue with the pen, and that her daughter had not received her novorapid penfill evening dose, she had attempted to perform an additional injection. Action taken to novopen echo was reported as no change. On (B)(6) 2017 the outcome for the event "blood glucose level values had been as high as 370 mg/dl" was reported as recovered. The outcome for the event "the piston rod of the novopen had remained retracted in the pen's mechanism while performing the injection" was not reported. Reporter comment: the patient's mother reported the event to be serious as her daughter's blood glucose level value had never been that high before.